Event description:
It was reported that right atrial automatic threshold (raat) testing failed due to low evoked response (ER). The raat test in question did not initially appear to show loss of capture, but later saw functional loss of capture due to undersensing on the right atrial (ra) lead. The pacemaker system remains in service. No adverse patient effects were reported.